Event description:
It was reported that telemetry confirmed that an audible critical alarm was occurring due to a motor stall. The patient started hearing the alarm beeping ¿a few hours earlier¿ than when the issue was reported, but and logs confirmed a stall was occurring. The patient did not have an MRI (magnetic resonance imaging) or any known reason why the pump would stall. The patient was not having any significant symptoms at the time of the report, though the patient might have been ¿a little tighter than usual.¿ reprogramming, explant, replacement, and hospitalization were required as a result of the event. The stall never recovered and it was unknown how long it was stalled. The pump was completely explanted and replaced (B)(6) 2014. The healthcare professional (hcp) declined to return the device. The patient was given oral baclofen and the patient was weaned off of this. The patient recovered without permanent impair ment. It was noted that the patient was being transitioned to a new hcp due to becoming an adult and was currently seeking a new provider. The pump was used to infuse lioresal (baclofen). The drug in the pump was later reported as gablofen. If additional information is received about this event, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).